Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. The patient felt pain, a burning sensation and saw redness at the site and removed the pod at home before leaving for the hospital. Patient went to the hospital and was given an antibiotic prescription to purchase from the pharmacy. Patient was diagnosed with cellulitis. Patient was prescribed flucloxacillin antibiotic tablets 500 mg (take 4 times a day for 10 days) for treatment.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.